Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set drip chamber. The symbiq primary tubing set was being used to deliver normal saline at an unspecified rate via the symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of zosyn for a duration of 4 hours. The primary solution container was lowered below the secondary solution container. It was reported that an hour after the delivery was started, the nurse checked on the patient and noted that the secondary solution container was empty. It was noted that the drip chamber on the primary tubing set was full. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).